Event description:
A medtronic representative reported that during an ocular procedure the navigation system unexpectedly shutdown. The surgeon was about to register the patient when this occurred. The site removed the navigation system covers and found that the computer power cable had become unplugged. The cable was re-seated and the navigation system was restarted to resolve the issue. This caused a delay of approximately 20 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The navigation system power cable had become unplugged. Once the power cable was plugged back in, the navigation system performed as expected. On (B)(6) 2014, after the completion of the procedure, the medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
Device manufacturing date was reported incorrectly on initial 3500a. Corrected date now provided.